Event description:
The customer observed three patients with falsely elevated magnesium results on the architect c4000 analyzer. The following data was provided (meq/l): (B)(6). There was no impact to patient management reported. No patient history, diagnosis or further details are known.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. High test results patient. No known impact or consequence to patient. (B)(6).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument maintenance. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Multiple parts were replaced and cleaned on the analyzer, however, no single definitive cause for the discrepant magnesium results was determined. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
Additional patients were added on 03/14/2014. On (B)(6) 2014 sid 740991 mg initial result of 2.127 meq/l cuvette 33, repeated 1.531 meq/l cuvette unknown. On (B)(6) 2014 sid 741296 mg initial result of 2.445 meq/l cuvette 33, repeated 1.756 meq/l, 1.756 meq/l, 1.809 meq/l, cuvettes unknown. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed additional patients with falsely elevated magnesium results on the architect c4000 analyzer on (B)(6) 2014 sid 740991 mg initial result of 2.127 meq/l cuvette 33, repeated 1.531 meq/l cuvette unknown. On (B)(6) 2014 sid 741296 mg initial result of 2.445 meq/l cuvette 33, repeated 1.756 meq/l, 1.756 meq/l, 1.809 meq/l, cuvettes unknown.

Manufacturer narrative:
The suspect medical device changed from the likely cause of clinical chemistry magnesium (list 07d70-31 unknown lot) to architect c4000 analyzer ln 02p24-40, sn (B)(4) on (B)(6) 2014. The manufacturing location is the same.